Manufacturer narrative:
Date of event: date of event is unknown; awareness date has been used for this field. Medical device expiration date: na. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g medication could not be delivered. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, he's had this issue in the past, insulin will not flow when priming and/or taking injection. Stated, he does not think he is over tightening the pen needle.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle 4mm (5/32¿) x 32g medication could not be delivered. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated, he's had this issue in the past, insulin will not flow when priming and/or taking injection. Stated, he does not think he is over tightening the pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. Customer returned a single used 4mm, 32 gauge nano pen needle. There was no immediately observable damage to the pen needle. The pen needle was attached to a test pen and saline was pushed through the system, exiting out the distal tip of the cannula. No clogs were observed. The pen needle did not have any defects and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of a needle clog. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.